Manufacturer narrative:
Registration number 3009092818. Implanted device remains.

Event description:
Per the clinic, the patient developed an infection at the implant site resulting in the decision to discontinue use of the device. The abutment was removed; however, the implanted device remains.